Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving baclofen via an implantable pump. On (B)(6) 2022, it was reported that, while changing the pump segment of the catheter due to a leak at the pump connection, the catheter connector from the revision kit did not close properly. One end of the adaptor disconnected and when attempting to place it back, it was found that the adaptor did not lock closed. It was unknown what, if any, environmental/external/patient factors might have led or contributed to the event. A new ascenda catheter box was opened to get a new adaptor and the faulty adaptor was not used. The pump and the spinal segment of the catheter remained in use, and a new pump segment was implanted. The original pump segment of the catheter was discarded. There were no allegation against the previous catheter connector. The issue was considered resolved at the time of the event. No surgical intervention occurred or was planned. The patient's status was listed as "alive - no injury".

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, explanted: (B)(6) 2022, product type: catheter. Product ID: 8784, serial/lot #: (B)(4), ubd: 28-oct-2023, UDI#: (B)(4), product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0210898013 serial# unknown implanted: (B)(6)2016 explanted: (B)(6)2022product type catheter product ID 8784 lot# 0223605695 serial# implanted: explanted: product type catheter h3: the catheter was returned and analysis found that no anomalies were noted on microscopic inspection, the catheter was patent, and passed pressure leak testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0210898013 serial# unknown implanted: (B)(6) 2016 explanted: (B)(6) 2022 product type catheter. Product ID 8784 lot# 0223605695 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the foreign healthcare provider (hcp) via a manufacturer's representative (rep) on 2022-oct-19. It was reported that the pump was originally replaced due to eri.

Event description:
Additional information was received from the foreign healthcare provider (hcp) via a manufacturer's representative (rep) on 2022-oct-12. It was reported that, initially, only the pump was being replaced and there was no plan to change the catheter. It was noted that removing the catheter from the pump was difficult, but the hcp did not suspect that there was any fault with the connector but rather suspected user error, possibly too much strength being used and the silicone cover moving so the release buttons were not in the correct position. It was reported again that the pump connector was discarded, but the problem catheter connector was saved and would be returned.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0210898013. Serial# unknown. Implanted: (B)(6) 2016. Explanted: (B)(6) 2022. Product type: catheter. Product ID 8784 lot# 0223605695. Product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.